Event description:
Procedure type: hernia. According to the reporter: jammed when used. No pt injury reported.

Manufacturer narrative:
This reported lot number is subject to the recall initiated on feb 8, 2010. Therefore, this report requires a 5 day MDR based on this new info.